Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's low blood glucose levels. The nurse states their blood glucose level was 48mg/dl. The nurse states the customer treated low levels with juice. The nurse states the customer believes she fainted on her bed. The nurse states the customer is sick with bronchitis and is on antibiotics and cough medicine. The customer believes that is why they are running low levels. The nurse was assisted with programing the pump, and helped instruct customer on proper calibration techniques.